Manufacturer narrative:
The insulin pump had cracked case at display window corner, cracked reservoir tube lip, stained address/serial number label and stained keypad overlay. No damage noted on belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has cracks around the display window. The blood glucose level was not included in the report. Nothing further was reported.